Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic gastric sleeve procedure, on the sixth firing with a green cartridge and seam guard. The device fired fine with the cut line and staple line complete, but the device would not open. They tried the reverse button and the manual over ride and the device still would not open. The battery was removed and re-installed and still the device would not open. After a few minutes the device finally popped open. The device was on the stomach, but there was no tissue damage. The scrub stated that the suture string were not pulled out and that may be why the device would not open right away. Also the patient had a lot of adhesions from a previous procedure. The surgeon used two black and three green cartridges prior to the issue with the sixth firing. A second device was pulled to complete the procedure with no patient consequence. A leak test was performed and there were no leaks. The procedure was extended 15-20 minutes, but had no effect to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted that after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The reverse button force worked as intended.